Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The presence of blood and a full blood clot in the distal shaft is indicative of handling beyond simply unpackaging the device, as was reported. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the junction of the distal shaft and collar. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 10apr2020. It was reported that the connection part was damaged. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the connection part between the hypotube and the catheter was damaged when primed. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device investigations revealed partial separation at the junction of the distal shaft and collar.